Event description:
It was reported that the customer experienced a low/elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer administered a correction bolus via the pump to address bg. Customer updated their settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.